Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: mlc-62 user wiggling strip during test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error: test strip error. Brother is calling on behalf of the customer. The e-5 error occurred after the blood sample was applied to the test strip. Customer was using proper testing technique. The customer's expected blood glucose test result range was not provided. At the time of the call on (B)(6) 2017, the customer reported feeling weak and nauseous. Customer declined need for medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of e-5 using truemetrix meter. The product storage was not provided. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date was not provided the meter memory was not reviewed for previous test result history.